Event description:
Physician attempted cryoblation treatment of a large fibroadenoma with the visica treatment system. The lesion was approximately 1.5 cm from the skin's surface. The physician had trouble visualizing the lesion on the sonosite ultrasound system she was using, as the screen is limited to a field of view of 4 cm. The doctor made attempts to place probe centrally for about 10 minutes. During this effort to place the probe, the doctor pierced a vessel with a visica probe and the pt began bleeding. The physician believed that she pierced a vein, based upon the presence of "dark" blood. The doctor applied compression to the area and did not proceed with the visica procedure. The physician reported that she believed the patient had dilated blood vessels due to their condition and that this sort of bleeding could be anticipated. The patient reported bruising on the breast. Dr saw the pt one week later in 9/2003 for an open excisional biopsy to remove the fibroadenoma. Dr reported in 10/2003 that the patient had no hematoma from the previous procedure and had mild ecchymosis. The fibroadenoma was over 5 cm in size. The excision was unremarkable and the patient was reported to be doing fine.